Manufacturer narrative:
All info provided by MFR, no medwatch form was received. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. This historical complaint is being filed as part of a retrospective review of complaint files in response to a recent FDA inspection. There is no change to the actual performance of the product and this report only represents an enhancement to the reporting criteria going forward. The reported field event of reset was confirmed in the lab. The device was in backup vvi mode on receipt. Bench testing and automated testing showed normal low voltage functioning and damage to the hv output circuit. The cause of the output circuit damage is undetermined.

Event description:
It was reported that during change out the device lost communication and went into vvi backup mode.